Event description:
The manufacturer received information alleging a ventilator's lcd screen was broken. The device was not in patient use. The device was returned to the manufacturer's service center for evaluation. The customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.